Event description:
It was reported that the micro sagittal saw ran without user activation during testing at the MFR. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded and the nose housing and sag head assemblies were found to be worn. The presence of corrosion in the motor assembly could cause or contribute to the handpiece running without user activation.